Event description:
It was reported that the ipg site was irritated and causing discomfort to the patient. In turn, surgical intervention was undertaken wherein the ipg was repositioned, explanted and replaced to resolve the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.